Event description:
Within a year of my breast implant surgery I noticed severe capsular contracture. In 2020 I noticed several lumps formed on the side of my breast/implant. There is constant pain and discomfort. FDA safety report ID # (B)(4).